Event description:
It was reported that the insulin pump alarmed no delivery during manual prime. Troubleshooting was done. Customer's blood glucose was unknown. Customer stated does not have another infusion set for testing and insulin did not exit the tubing. The customer was advised that there could be blockage and advised that infusion sets and reservoir would be replaced. Advised the customer to do a complete infusion set change. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.